Manufacturer narrative:
H3 other text : third party field service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. The device was not in patient use. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's oxygen blending module assembly and oxygen blending module filter were replaced to address the issue.